Event description:
2/2002 the pt's insulin was adjusted as follows: the glucotrol level was increase from 5 units to 10 units because the pt had been reading consistently in the 200's (mg/dl). The following day the pt was given glucotrol. Pt's blood glucose (bg) was 100 mg/dl. The pt had blurred vision, dizziness and slurred speech. Emergency medical service was called and tested pt's bg approximately 15 minutes later. Bg was 60 mg/dl. Pt was not taken to the hospital.